Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18468200 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f 100cm extra back-up (xb) 3.5 vista brite tip guiding catheter leaked during the procedure. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, a 6f 100cm extra back-up (xb) 3.5 vista brite tip guiding catheter leaked during the procedure. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned for evaluation. A product history review (phr) of lot 18468200 was completed, and the review does not suggest that the failure experienced by the customer was related to the manufacturing process. The reported ¿catheter (body/shaft) ¿ leakage¿ could not be substantiated because the device was not returned and images were not provided. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. According to the instructions for use (IFU), this product is intended for use by professionals who have been trained to perform diagnostic and interventional catheterization procedures. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.